Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing resulting in a very delayed detection in treating ventricular fibrillation (vf). The episode was below the rate of treatable zones. Noise was also observed due to cardiopulmonary resuscitation on the patient. The patient was ultimately shocked by the ambulance for vf. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient died the day following the undersensing and delayed detection of ventricular fibrillation (vf). It was noted that the event was deemed to be associated with the patient's condition and the death was believed to be unrelated to the lead.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. The device memory indicated a delay in ventricular tachyarrhythmia therapy. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing resulting in a very delayed detection in treating ventricular fibrillation (vf). The episode was below the rate of treatable zones. Noise was also observed due to cardiopulmonary resuscitation on the patient. The patient was ultimately shocked by the ambulance for vf. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2d1 implanted: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.